Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose 600 mg/dl. The customer treated with a shot. The patient does feel okay to troubleshoot. The customer was advised the 2 high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat healthcare provider instructions. The customer will call back to do the high pressure test tomorrow.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.